Manufacturer narrative:
A prior investigation was performed regarding the reported condition. It was determined that the correct cable management would prevent this condition form occuring. The fabius gs operator's manual will be updated to include a statement to route all line/cables away from the apl valve to prevent interference with the apl valve adjustment knob.

Event description:
It was reported that: while performing a check of the anesthesia machine, the crna performed the leak test and it failed. The crna discovered the source of the leak was due to the apl valve being held in the open positon even though it was all the way closed. It was determined that the apl valve was being held open by a gas sample line pinched under the valve.